Event description:
The physician attempted to implant two resolute integrity stents in the cx artery, distal. The lesion was severely calcified and the vessel tortuosity was also severe. The second stent was a resolute integrity 2.50 x 26 mm drug eluting stent which was inspected with no issues noted. Resistance was encountered and excessive force was used during advancement of the device. The device could not cross the lesion. Upon removal of the device it was reported to be deformed. It was reported that further pre-dilatation was performed. No patient complications were reported. Evaluation summary: the hypotube was slightly kinked. The stent was positioned correctly between the inner shaft markers as per specification requirements. A strut from the 1st distal stent segment was slightly raised. Multiple struts from the 15th proximal stent segment were raised and deformed. The distal tip was flared.

Manufacturer narrative:
Evaluation results: failure to follow instructions (use of excessive force when resistance was encountered during advancement of device). Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (severe calcification and severe vessel tortuosity). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (severe calcification and severe vessel tortuosity). User error contributed to event (use of excessive force when resistance was encountered during advancement of device). (B)(4).